Manufacturer narrative:
(B)(4). Device evaluation has begun and is not completed.

Event description:
Procedure: wedge resection. According to the reporter: the gun was loaded, closed on thick lung tissue, and gun wouldn't fire correctly. A noisy cracking sound was heard. The surgeon changed the gun and cartridge many times. Many cartridges broke before finishing the procedure. The surgeon was unable to complete the planned excision biopsy. A core biopsy was performed instead. Surgery time was extended by more than 30 minutes. A small part of the hinge mechanism from the cartridge part of the gun fell into the pt cavity and was retrieved.